Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The concorde bullet oblique 5 degree lordotic 11x12x27 cage [product code: 1878-27-512, lot no: 507380] was returned to the complaints handling unit (chu). Visual examination of the returned concorde bullet oblique 5 degree lordotic 11x12x27 cage revealed that the threads had been completely torn off along the full length of the hole. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the cage threads becoming completely torn off cannot be positively determined. One possible root cause based on the observed damage is that the inserter tool most likely was not properly seated during insertion resulting in shearing of the threads. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, l4/5 l5/s plif using concord was performed for the patient with spinal kyphosis. After the cage in question was inserted in l4/5 with a holder, the cage was observed to sink into l4 vertebral body through x-ray imaging. The surgeon tried to remove the cage, but its connection part with the holder was found broken. Since it was impossible to retain the cage with an usual holder, the surgeon once disassembled the holder and removed the cage with it. The procedure was completed with the use of a backup cage. A 5-minute surgical delay was reported.